Manufacturer narrative:
Review of product historical data for customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. Review of customer provided data showed that the cell-dyn ruby had transmitted the patient data correctly. In the report, first patient data, (B)(4) was transmitted again. Each transmission started with patient ID and followed by patient data. The captured data indicated that the cell-dyn ruby had followed the correct transmission protocol. The mixed-up data was related to the non-abbott lis provider, as the ticket indicates that the issue was resolved after the lis provider made the change. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell-dyn ruby analyzer started to transfer data for patient ID (B)(6) and during that time another patient, ID (B)(6), started processing through and then the analyzer returned to transferring patient ID (B)(6). Erroneous results were reported out of the laboratory due to this incident. Values reported for neutrophils, % lymph, % eosinophils and basophils for sample ID (B)(6) were actually for sample ID (B)(6). The physician questioned the results, so there was no impact to patient management.